Event description:
While setting up for an ir procedure, the tech noticed the sterile bowl had a small area of black marks on it. While filling the bowl with saline, a red mark was noticed which disappeared once the bowl was filled with saline. The table with all the supplies for the case were then discarded and another set up began. The 2nd minor pack had the same issue with the bowl.